Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented via merlin.net. Reviewing the transmission revealed that the atrial lead exhibited noise, variable capture thresholds and undersensing. Patient was brought to the clinic and the device was reprogrammed. The lead remained implanted. During routine follow-up on (B)(6) 2014, no new instances of noise were observed.